Event description:
Consumer bought a toothbrush and she had almost choked on the loose bristles that came off the brush.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.